Manufacturer narrative:
(B)(4). The customer returned one 2-l PICC for analysis. Signs-of-use were observed on the catheter body and inside the extension lines. The catheter appeared to be intentionally severed. Visual inspection of the returned catheter revealed a small hole in the distal extension line. The hole was located adjacent to the luer hub. The catheter body measured 16.5" which is not within the specifications of 22"-22.75". This indicates that at least 5.5" of the catheter were severed and not returned. The distal extension line outer diameter (od) measured 0.09359" which is within the specifications of 0.093"-0.097. The distal extension line inner diameter (ID) measured 0.057" which is within the specifications of 0.055"-0.059". This indicates that the wall thickness measured within specifications. Functional inspection of the catheter was performed per the instructions-for-use (IFU) provided with the kit which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter lumens were attached to a lab inventory 10ml syringe and flushed. Water was observed exiting the hole in the distal extension line. The proximal line flushed normally, with no leaks or blockages observed. A manual tug test confirmed the proximal extension line was secure to its luer hub. All complaints are trended across product families on a monthly basis. The instructions-for-use (IFU) provided with the kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A non-conformance was initiated to further investigate this issue. The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. Visual inspection revealed a small hole in the distal extension line, adjacent to the luer hub which is consistent with a molding defect. Based on these circumstances, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "line was leaking where the lumen meets the pink hub. Line was in for 6 months." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".